Manufacturer narrative:
(B)(4). Batch #u93a5p. Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: the jaws and could be removed without problems. There is no tissue damage, and there is no problem with the patient's condition after surgery. A blade breakage was found in (B)(6)investigation. The doctor knew the blade had broken. A foreign body could not be confirmed by postoperative x-ray, but the operation was completed without any problems. The broken pieces could not be collected. There is no problem with the patient's condition. Just to make sure, the doctor will reconfirm the x-ray image and review the operation video.

Event description:
It was reported that, during a total laparoscopic hysterectomy, the jaws became not to open and close well at the latter part of the procedure. The device cut the hard tissue forcibly. The device was used on the big myoma. Gen11 was used. The device was used as is to complete the case. There were no adverse consequences for the patient. No further information is available.